Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to a fall, approximately 5 weeks following primary surgery on (B)(6) 2021. Surgeon replaced the 32/08 cementless hr stem and 36/+6 standard humeral cup with a 32/12 cementless lockable hr stem and 36/+3 standard humeral cup.